Event description:
The customer stated that she was hospitalized with high blood glucose levels, chest pain and a possible heart attack. The customer's blood glucose reading was 381 mg/dl at the time of the phone call. The helpline representative was unable to assist the customer with programming the insulin pump as the customer did not know what the settings were. The customer declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.